Event description:
It was reported to philips that the system was unable to perform imaging.the system was in clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted, and patient was then transferred to another room to complete the procedure. It was reported to philips that the system was unable to perform imaging. Upon troubleshooting, the philips remote service engineer (rse) checked system remotely and tried to check the logs, but system was not connected to prs for logging, and no trained personnel were available onsite to assist and rse requested an onsite support. The customer declined the onsite service for repair. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.